Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement; it was reported that began on (B)(6) 2023. However, on (B)(6) 2023, when the physician attempted a puncture, there was a problem with the suction. Though saline was injected resistance was encountered, making injection impossible. After removal, saline was injected into the product and flowed smoothly, with no abnormalities detected at the catheter tip. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp implantable port with an attached catheter was returned for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. An in-house syringe with dye water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. Upon infusion, what appeared like slight thrombus, was observed on the water that exited the distal end of the attached catheter. Aspiration was attempted and was successful as water fully returned within the in-house syringe. Therefore, the investigation is unconfirmed for the reported difficult to flush and suction issues as aspiration was attempted and was successful as water fully returned within the in-house syringe. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using m.r.I. Implantable port. It was reported that injection via the port began on 15 september 2023. However, on (B)(6) 2025, when the physician attempted a puncture, there was a problem with the suction. It was further reported that saline was injected but resistance was encountered, thus making injection impossible. After removal, saline was injected into the product and flowed smoothly, with no abnormalities detected at the catheter tip. There was no reported patient injury.